Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient's mother woke to the patient¿s cgm alerting. She checked on the patient and found her having a seizure. The patient¿s cgm displayed 65 mg/dl but the bg was 40 mg/dl. The patient was transported to the hospital where she was evaluated and treated with ¿sugar and water¿, fluids, and a snack. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.